Event description:
The pt tested blood glucose on suspect device at 9:13 am and was 190 mg/dl. She was not feeling well. She ate lunch and felt ill again. She called nurse and emergency medical technicians's arrived. Upon arrival, they tested her blood glucose on her suspect device and was 147 mg/dl. They then tested on their device and blood glucose was 40 mg/dl. She was given 3 tubes of glucose and food. The pt was feeling ill that day and did not take medications.